Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a capture anomaly was confirmed in the laboratory and was due to epoxy found around the atrial ring spring connection in the header. The epoxy prevented a secure connection of the ring spring to the lead electrode.

Event description:
It was reported that after the device was tested with two different leads atrial capture failed when pacing from the device. The device was replaced with a new ICD where atrial capture was within normal limits. No further information is available.